Event description:
This is the second to two reports involving a mayfield triad skull clamp (same pt, same facility, same product but a different lot number). This second clamp was used but there was too much play noted when the swivel was in the locked position. No pt injury occurred. A third clamp was applied and locked at 80 pounds. The pt's head was independent of the third clamp and only the pt's head was touched. Once the pt was in the correct position, the swivel adapter was applied and the swivel base was fixated. No movement was noted within twenty mins of this position with the third clamp. Cross reference to MFR report number 3004608878-2010-00107.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.